Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the arterial lumen detached when connecting, the catheter was placed in right internal jugular. The catheter was implanted on (B)(6) 2012 in right subclavian. The catheter has been in place for (B)(6). The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.